Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smart phone data not available cloud - omnipod 5 software app version data not available cloud - smart phone operating system data not available cloud - smart phone hardware data not available cloud - cgm sensor type data not available.

Event description:
It was reported that the patient's blood glucose level reached 298 mg/dl while wearing the pod between 25 and 36 hours. It was noted that the cannula dislodged from the site. Hyperglycemia treated with a new pod.